Event description:
It was reported the pt suddenly lost stimulation. Reprogramming only provided stimulation in the abdominal region. X-rays indicated the lead had migrated superior. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient has not used stimulation in over a year due to the stimulation/lead migration issue. Surgical intervention has been scheduled to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the lead was explanted and replaced. Effective stimulation was restored with the surgical intervention.